Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 349 (mg/dl) and moderate ketones. With the assistance of the school nurse, customer corrected their bg level with insulin injections. Recommendation was made to consult with their health care provider to discuss diabetes management.